Event description:
Hyperglycemia: a man reported that a few days after he switched from using cartridges in device to using other cartridges with the same device, he started to experience elevated bg levels. After his bg levels remained elevated for one week, he was hospitalized. He was discharged three days later using conventional insulin syringes with humulin brand insulin. The man stated that although his bg levels have not completely normalized, they are improving. The man feels that the device may not have been delivering the correct amount of insulin. Although he was interchanging both types of insulin cartridges in the one device and resetting the piston rod between doses, contrary to the instructions. He stated that he was performing air shots before his injections and was repeating the air shots until he saw a drop of insulin. When a function check was performed on the device using the other cartridge, the man stated that the full amount of insulin was not delivered. The suspect device has not been returned for testing. The man's physician wrote that the man suffers from mild dementia. His bg levels began rising despite increasing doses of insulin. When his bg level would not respond to 20 units of regular insulin, the physician insisted that he stop using the device and switch to conventional insulin syringes. In addition, the man's wife took over administering the insulin to her husband and since both of these changes, his bg levels have normalized. The physician feels that because of the man's mild dementia, which appears to be an intermittent problem, he cannot be responsible for his insulin administration. The physician wrote that she does not know if the event was due to the device or pt.